Event description:
The customer reported that the jaws would not open after sealing the tissue. It is unk how the device was removed from tissue. There ws no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.